Event description:
A customer reported that an operator splashed vitros performance verifier I into their eye. This event constitutes biohazard exposure. There was no immediate harm to the subject as a result of this event. (B)(4).

Manufacturer narrative:
The following statement appears in the warnings and precautions of the IFU for performance verifier I:" handle as if capable of transmitting disease. This product is prepared from human serum and human enzymes. Each donor unit used in the preparation of the product has been tested and found to be (B)(6) for (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in clsi guideline m29 1 or other published biohazard safety guidelines. This product should be handled using the same precautions as with any other blood or blood-derived product." It is known that some personal protective equipment, a lab coat and gloves were being worn at the time of the event, however safety glasses or a face shield were not being worn at the time of the event. Immediately after the incident, the operator flushed the affected eye with water. The operator¿s vision was checked and no problems were found. The operator is feeling well, is on the job with no effects, and no additional treatment or testing is anticipated. The performance verifier I fluid was tested for exposure testing, and the results were negative (specific tests and results were not provided). The root cause of this event is user error.